Event description:
The customer reported that the system displayed intermittent communication failure error messages. This error message is likely to cause the system to lock-up or prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm and workstation power supply voltages were adjusted. The system was then found to be operating as intended.